Event description:
Patient presented to the physician with hematoma and swelling at the ipg site. Physician brought the patient into the or and drained the hematoma. Physician prescribed antibiotics after the procedure. Patient presented back to the physician with an infection in the chest pocket. Physician brought the patient to the or and removed the entire inspire system. Patient discharged 1 day later from the hospital.